Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable.

Event description:
The customer reported the system was able to boot up in the morning, but was unusable after boot. There is no report of injury or death associated with the event described in this complaint.